Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states on 16-jun-2024, it was reported that patient had two infusion set leakage issue and two of them failed early. The leakage was located at the site. The event occurred within two days of insertion. No further information was available.